Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 47 md/gl due to the site. Customer treated with an injection and food. Customer indicated that their blood glucose was 350 mg/dl at the time of the call. The customer declined to troubleshoot and indicated that they will change out the set and site. No further details given.